Event description:
Manufacturer reference number:(B)(4). It was reported that patient was experiencing ineffective therapy. Further investigation showed high impedance on the leads. Troubleshooting was unable to resolve the issue. Surgical intervention may be planned to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Section e1: reporter information updated.

Event description:
Additional information indicates that surgical intervention was taken place on (B)(6) 2023 where the leads were replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.